Event description:
It was reported that the reader portion of the remote monitor was heating up so much that the patient could not hold it to the skin. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950j, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was a defective radio frequency (rf) head battery. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.